Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The physician reported that the blade was broken during the surgery. No fragment was left in the patient's body. There was no delay of the surgery. There was no report of patient impact.

Manufacturer narrative:
Device analysis was completed. One opened sample of part number 1882040, from lot number hg1dy3q was received. There was a residue consistent with biological contaminants on the device. Visually, the outer tube was bent at approximately 30 degrees and the inner shaft was broken 1.01¿ from the distal face of the inner hub which would have resulted in the reported event. The inner shaft break location corresponds to the bend in the outer tube when assembled. The break would have been contained by the outer tube and the handpiece. The conical shape of the break is consistent with ductile tension / stress. The information most likely indicates mishandling caused the bend in the outer tube and the stress was then transferred to the inner shaft which resulted in the break. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicated the blade did not break into pieces, it was bent. The doctor completed the surgery with traditional manual instruments. Note: manufacturer evaluation of the device indicated the device did break in the inner shaft. This break would be contained in the outer shaft and the handpeice; thus it would not be visible to the user.